Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se cleaned the external and internal surface of the screen, as well as the backlight system to resolve the issue. No components were replaced. The ventilator passed all testing, and it is operating within the manufacturing specifications.

Event description:
It was reported that a ventilator touchscreen became unresponsive. There was no patient involvement.